Event description:
Patient undergoing open heart replacement of aortic valve using the heating/cooling machine. An area of the slush/warmer disc-drape overheated causing a burn area with a small hole, causing contamination of the saline solution in the warming device. Reason for use: to line the basins of the hushslush system.